Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the first stent from a trabecular microbypass stent system was inadvertently deployed in the angle during attempt to implant the stents and was unable to be visualized intraoperatively due to transient bleeding from the trabecular meshwork (tm). Additionally per report, the second stent was unable to implanted and was "free floating" in the anterior chamber (ac). Reportedly, the surgeon performed irrigation/aspiration and attempted to retrieve the free floating stent and verify placement of the first stent, however neither stent was visible. There was no report of patient injury or intervention. Additional information has been requested.